Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that when they retracted the needle, the guidewire was stuck in the patient's arm. The PICC supervisor was notified and he came and removed the guidewire from the patient's arm with the catheter intact. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the guidewire was stuck in the patient¿s arm is inconclusive due to the nature of the complaint. The exact cause of the reported event was unknown. One 20g x 2.25¿ accucath catheter and deployment system were returned for investigation. The catheter was received separate from the deployment system. The safety mechanism had been engaged, which caused the needle to retract within the handle. The guidewire extended from the needle and the guidewire appeared to be complete. The guidewire was slightly curved approximately 0.5cm from the distal curled tip. A microscopic examination revealed dislocations in the adjoining loops of the curled wire at the distal tip. The loops were not concentric. No portion of the wire appeared to be missing. A microscopic examination of the catheter revealed blood residue in the device. Longitudinal creases and a diagonal split were observed in the distal tip of the tubing, which indicate that complications may have been encountered with the catheter during placement. The damage to the wire and catheter may have been the result of the reported event. It was reported that the wire was stuck in the arm when the needle was retracted, which indicates that complications were encountered during use; however, the exact mechanism of damage was unknown. The IFU indicates that the guidewire should not be forced during insertion. A lot history review (lhr) of rebr1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that when they retracted the needle, the guidewire was stuck in the patient's arm. The PICC supervisor was notified and he came and removed the guidewire from the patient's arm with the catheter intact. No patient harm reported.